Manufacturer narrative:
The investigation of this incident does not support that a product malfunction occurred. The customer indicated that the patient in ER bed 5 had an event where the patient's heart rate dropped to 0 and no alarm occurred at the bedside. Based on a review of log files from the central monitor and product testing, alarms were noted to have been provided starting at 07:40 with a progressively lower sp02 down to 65% and then apnea. Subsequently both asystole and vent fib/tach alarms were noted to have been provided. The issue is not consistent with a malfunction. It could not be determined if any silencing of alarms occurred based on the fact that only the client log contained relevant data and the client may not have been configured to allow silencing.

Event description:
The customer reported that the "patients heart rate reached 0 and the monitor did not alarm". A patient death was reported.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that the "patients heart rate reached 0 and the monitor did not alarm". The patient is deceased.